Manufacturer narrative:
Other relevant components include: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. Patient code: (B)(6) and (B)(6) apply to the pump and the catheter. Device code: (B)(6) applies to the pump. Device code: (B)(6) applies to the catheter. Eval code-conclusion code: applies to the pump and the catheter.

Event description:
Information was received from a manufacturer representative regarding a patient receiving dilaudid (hydromorphone) 30mg/ml for an unknown total dose and bupivacaine 30mg/ml for an unknown total dose via an implantable pump for non-malignant pain and failed back surgery syndrome-other. It was reported the patient showed signs of overdose after a pump dye study. A dye study was performed on the patient because the patient had a couple exacerbations of pain on unknown dates. It was noted that the healthcare professional (hcp) was able to inject dye and see it via live fluoroscopy, and confirmed that the catheter was working from the pump attachment all the way to the intrathecal space. It was not applicable when asked what may have caused or contributed to the event. The patient had a catheter dye study performed after the hcp believed they had enough aspirated from the catheter access port (cap), although it was difficult to get much more than 0.2cc. Narcan was given to the patient and the pump was set to minimum rate by the hcp until the patient was stabilized. Later in the day, the pump was resumed to the pre dye study daily rate. It was noted that surgical intervention did not occur and was not planned. The pump and catheter remain in patient. It was noted that the issue was resolved at time of report, and the patient's status at time of report was "alive-no injury." The patient's weight was asked, but unknown. The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8731 lot# serial# (B)(4) implanted: (B)(6) 2004 explanted: product type catheter patient code (B)(4) and (B)(4) no longer apply to the pump, and only apply to the catheter. Device code (B)(4) applies to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) reported they were at the dye study with the hcp when the overdose and aspiration issues were discovered. The rep stated that regarding the cause of the overdose, the healthcare professional (hcp) thought they may have bolused the patient when they pushed the dye through as they had not cleared the catheter as much as they would have liked. The rep stated that the hcp was unable to determine the cause of the difficulty aspirating the catheter access port (cap) prior to the dye study, as the dye could easily be pushed through and aspirated. The rep confirmed that the patient was reprogrammed to normal settings after the dye study, and stated that "everything is fine." The rep had no further information to report regarding this event, and confirmed that the information provided was confirmed by the hcp. No further complications were reported /anticipated.